Event description:
It was reported that during procedure, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was not used and a new one implanted. The patient was recovering.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.